Event description:
Sales rep has been informed that a adm hip prosthesis implanted last (B)(6) 2012, was luxed. During the replacement surgery it was seen that the insert was separated from the head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.